Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. Per information provided by the patient the cause was determined to be use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power off/on. The hp stated that he did not get back in time and the hc went to drain 2. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.